Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient¿s parent reported a ¿signal loss, wait up to 30 minutes¿ message occurred on the cgm for over an hour. The patient remained asymptomatic, but after more than an hour of signal loss, a finger stick blood sugar (bs) was performed which was 40 mg/dl. The patient subsequently experienced a seizure and emergency medical services (ems) was called. A blood glucose (bg) was performed by ems; however, the value would not register on the glucometer. The patient was treated with glucagon and five minutes after the later, the patient¿s bg per ems was 65 mg/dl. The patient was transported to the hospital, treated with IV fluids and diazoxide. The sensor was replaced at the hospital, the cgm started working and displayed 85 mg/dl and once the patient¿s bg stabilized, she was released. The sensor insertion site was not provided. At the time of report, that patient was in stable condition. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.